Event description:
It was reported that a patient underwent an unknown spinal procedure with cage instrumentation. During the procedure while inserting the cage, the inserter broke. The broken pieces were able to be retrieved.

Manufacturer narrative:
Additional information: analysis of the returned device shows that submitted picture appears to show implant broken, at the inserter interface, with the threaded attachment component broken out of the implant. No additional information about the event can be determined from the submitted pictures. Visual analysis reveals that the distal end of the implant is damaged. The gap between the ¿ears¿ at opening where the inserter connects to the implant has become splayed ¿.5mm. One of ¿ears¿ has cracked and is bent out noticeable more than the other. There are witness marks on the distal face to indicate the implant was snug against the inserter. The threads on the ti insert are not damaged. The damage to the sides of the implant appears to be from the removal process. Conclusion:the above observations are consistent with overload during impaction.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Additional information: the device was not returned for analysis. Review of the submitted picture appears to show implant broken, at the inserter interface, with the threaded attachment component broken out of the implant. No additional information about the event can be determined from the submitted pictures.